Event description:
The account alleges that during device use, as the catheter approached the aorta, the distal end of the catetheter broke and detached. No additional patient consequence to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device was returned for evaluation. The catheter was found to be fractured; however the root cause of the failure could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Manufacturer narrative:
The suspect device has not returned for evaluation. The complaint cannot be confirmed and a root cause cannot be determined at this time. If the device returns at a later date, the complaint will be reopened and a complete investigation will be performed. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.